Event description:
Patient was seen in clinic and had high impedance observed. Patient was reported to have suffered from several falls. Provider suspects incomplete pin insertion; however, x-rays were ordered and were unable to determine cause of the high impedance. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that patient underwent surgery to correct the high impedance. During the procedure the pin was re-inserted into the generator and the high impedance was resolved. No revision was required. No additional relevant information has been received.